Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy during the activation process indicating that there was a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device was returned and evaluated. The adhesive pad was not returned with the device. Download data shows that the device completed 0 pulses and is in pod state 14. Pod state 14 indicates that the user exceeded the allowed time to complete activation of the device after it has been filled.